Event description:
Customer reported the insulin pump alarmed and it kept beeping. Customer stated the insulin pump, prompt him to silence the alarm and it rebooted itself. Customer was advised to revert to backup plan and to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty connector on the radio frequency board. The insulin pump was received with a cracked reservoir tube lip.